Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported issue, unable to see the data on the libreview website. After reviewing the customer's reported issue, it was determined the issue does not pertain to a software functionality of the app. The investigation did not identify the application as the cause of the issue. The troubleshooting guidelines shows that the customer needs training on logging into the account. Therefore, the reported issue is not confirmed in relation to the customer's reported application. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The manufacturing date in is not applicable. The date entered in section h4 is the date abbott diabetes care became aware of the event. Ll pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the abbott diabetes care software (libreview) stating that they couldn't access their account and therefore could not monitor their glucose. As a result, the customer required unspecified third-party treatment.there was no report of death or permanent impairment associated with this event.